Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited intermittent impedance measurements of greater than 3000 ohms. The patient was checked in the clinic and impedance measurements were normal; there was no noise; sensing and threshold measurements were good; and the patient had a good underlying rhythm. Troubleshooting was performed and no out of range impedance measurements or noise could be recreated. There was some fine baseline noise on the rv channel noted on a stored episode, which was not oversensed. Continued monitoring and programming options would be discussed with the physician. No adverse patient effects were reported. The device remains in service.